Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before an unknown procedure, it was found before use that there was a hole which was about 5 mm in length on the tyvek sheet. Another device was used to complete the procedure. There were no adverse consequences for the patient.